Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
It was reported that the venous bubble sensor is defective. This occurred during treatment and could lead to a pump stop. A getinge service technician (fst) was sent for investigation and repair on 2022-03-19/23/25. The sensor panel was defective and replaced. The technician performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The cardiohelp did not saved the logfiles of the date of occurrence. Therefore no analysis is possible. The same issue was already investigated by getinge life cycle engineering (lce) on 2020-04-29. The defective plug connections of the sensor panel to the digiflow mini-board led to the reported failure. According to the risk file the most probable root cause is a defective connection between the sensor panel and the digiflow board caused by an electro static discharge (esd). Therefore the error message "venous bubble sensor defective" was displayed. According to the instructions for use, chapters 2.2.5 and 5.4.4 the venous bubble sensor and the arterial flow/bubble sensor have to be tested before each use. The cardiohelp has a flow/bubble sensor for bubble detection. The optional venous bubble sensor is for additional bubble detection. The review of the non-conformities has been performed on (B)(6) 2021 for the period of (B)(6) 2015 to (B)(6) 2021. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2015-03-23. Based on the results the reported failure "error message "venous bubble sensor defective"" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that the venous bubble sensor was defective. This failure occurred during treatment and leads to a pump stop. No patient harm was reported. Complaint ID# (B)(4).

Manufacturer narrative:
A follow-up emdr will be submitted when additional information becomes available.a getinge technician will investigate the cardiohelp.